Event description:
It was reported that the patient presented to the emergency department indicating that the implantable cardioverter defibrillator (ICD)&#513;d made unfamiliar siren sounds several times within a short time span. The patient experienced no symptoms. It was determined that the sound was an alert for high impedance on the high voltage portion of the right ventricular (rv) lead. An interrogation was done without significant findings and the impedances were trending back to baseline. The rv impedance alarm was adjusted and the rv lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.